Event description:
Co was informed of this event in 12/04. While removing catheter, nurse pulled and felt resistance and/or stretching. Nurse called on-call physician to pull catheter. Physician tugged and catheter broke.